Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) group strep a negative patient result was obtained from a veritor analyzer. The user questioned the negative result after visually observing a strong positive line on the test cartridge. It was noted the same patient test cartridge was reinserted several times in the veritor analyzer providing group strep a negative results each time. No confirmatory testing was performed. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 27-nov-2025. H3: device eval by manufacturer?: yes. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number 5117456. The customer reported that they are receiving a negative result on the analyzer, but are visually observing a line on the cartridge, therefore the result should be positive. Additionally, the customer confirms that the cartridge was re-read several times immediately after the initial 5 minute read. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos were received. There were return samples received and were functionally tested. All results were passing and acceptable. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) group strep a negative patient result was obtained from a veritor analyzer. The user questioned the negative result after visually observing a strong positive line on the test cartridge. It was noted the same patient test cartridge was reinserted several times in the veritor analyzer providing group strep a negative results each time. No confirmatory testing was performed. There were no health impact or consequences reported.